Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was suspected to have an insulation issue leading to atrial artefact and undersensing. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was suspected to have an insulation issue leading to atrial artefact and undersensing. To date, this lead remains in service. No adverse patient effects were reported.